Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. Customer care made multiple attempts to contact the user to provide troubleshooting support, but the user did not respond. As such, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported discrepancies between their bg and sg values. Customer care made multiple attempts to contact the user to provide troubleshooting support, but the user did not respond. No injury or medical intervention was reported.